Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, when the surgeon was placing the self fixating mesh through the trocar and the first ring/seal of the trocar came loose. There was poor seal strength due to an inadequate amount of glue. They spent an additional 20 minutes of surgery time securing the tab back onto the balloon trocar. The surgeon struggled with maintaining pneumo to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of four photos of one device. A visual inspection of the returned photo(s) noted that in the first and fourth photo the valve seal was completely disengaged. The second and third photos noted that the valve seal was partially disengaged on the device, with parts of the edges cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.